Event description:
A hospital in (B)(4) reported via a distributor that water leaked from an mr290v vented autofeed humidification chamber before use. They further reported a crack on the side of the chamber dome.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed cracks near the base underneath the chamber port. Crazing was noted near some of the cracks. Scuff marks were present on the chamber and the chamber dome is slightly discoloured below the maximum fill line. The chamber dome was also slightly pulled out of the base. A lot check revealed no other complaints of this nature for lot 140303. Conclusion: based on the inspection carried out it is likely that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol resulting in environmental stress cracking of the chamber domes. Furthermore, the scuff marks and discolouration on the chamber dome suggest that the chamber has been used. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests the chamber was damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient - maximum operating pressure: 8 kpa our monitoring and trending of complaints of environmental stress cracking in mr290 chambers has a rate of occurrence of 16 devices per million sold worldwide in the last year to the end of (B)(4) 2014.